Event description:
The pt reported on (B)(6) 2014 at 11:56 am she activated a new pod and her blood glucose and insulin history as follows: she felt extremely tired, confused, and was vomiting. Upon the emt's arrival she was given anti-nausea tablet and she was rushed to the hosp. Between 9:45 pm to 10:00 pm she arrived at hosp and was diagnosed with diabetic ketoacidosis. They placed her on an insulin drip and she stayed at the hosp for the next 2 days before being released (3/12). She also stated that the doctor wanted to give her a blood thinner which she refused. At 11:49 pm the pod was deactivated and discarded.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm any product malfunction or other product condition to have contributed to the pt's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.